Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of anaphylactic reaction is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was pretreated with 3 tubes of lidocaine with a vasoconstrictor (phenylephrine) as an anesthetic and then injected with juvéderm ultra¿ xc in the lips. Following the procedure, patient had a "severe allergic reaction, which quickly developed into glottic edema." Patient was administered 2 4mg dexamethasone tablets immediately and the emergency service was called. The emergency service team injected hydrocortisone. This is the same event and the same patient reported under emdr-(B)(6); this emdr is being submitted for the serious unexpected adverse drug experience.